Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of heart failure. The leadless implantable pulse generator (ipg) exhibited intermittent non capture. The ipg was turned off and cardiac resynchronization therapy pacemaker (crtp) was implanted. No further patient complications have been reported as a result of this event.